Event description:
The patient received two leads with the same lot number. It was reported, the stimulation was turning off without prompting. The sjm representative met with the patient and determined one lead had invalid impedances. An x-ray revealed a fracture in the lead. The other lead was providing stimulation coverage. Follow up identified the patient had a new pain, so the physician decided to surgically address the lead at issue. It was reported the lead was removed, however, the physician was unable to place a new lead. The patient did receive stimulation coverage postoperative.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.